Event description:
It was reported that after patient intubation for an unspecified amount of time, there was air leakage from the endotracheal tube's cuff. It is not known if the patient was reintubated, however no patient harm or change in therapy was reported.